Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that upon interrogation, a red screen associated with a da error code was displayed on the programmer. Ts commented that this is a bitflip that can occur causing a temporary reset and is self-correcting. The available information suggests that this device remains in-service.